Manufacturer narrative:
The subject otv-s200 has not been returned to omsc. The user will not return the subject otv-s200. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user connected the light guide cable adapter with the subject otv-s200, and left the examination lamp of the subject otv-s200 on. The distal end of the light guide cable became hot, and the user confirmed the patient got burned. Information about the patient outcome was not notified.

Manufacturer narrative:
As additional information, the light guide cable which was used in this event was another company¿s product (not olympus product). There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s200 was not returned to olympus medical systems corp. (Omsc), omsc could not investigate it. And omsc could not review the device history record of the subject otv-s200, because the user not provided information related to serial number. Omsc found that there is no similar complaint in the past, as a result of the investigation for the past complaints of the otv-s200. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject otv-s200. However, based on information omsc received so far, omsc surmised that the reported burn was occurred in the following mechanism. The user connected the subject otv-s200 with the light guide cable (not olympus product), and left the examination lamp of the subject otv-s200 on. Since the examination lamp was left on, the distal end of the light guide cable became hot. Heated distal end of the light guide cable touched on the patient, and the patient got burned. Since the light guide cable manufactured by not olympus was used, there was a possibility that distal end of the light guide cable became hotter than estimated. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".